Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming functional testing) was confirmed. Review of the downloaded flags shows that during pulse testing at the distributor the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. Additionally, the monitor displayed service code 204: belt/monitor unusable during detect and treat testing. The cause of the service code 204 was a shorted u409 component on the monitor pca. The root cause for the shorted u409 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.